Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported a urinary tract infection. Interventions include medications administered, specifically macrobid 100mg, 1/day for 5 days on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. Laboratory testing showed e. Coli of 100,000 colonies/ml on (B)(6) 2016. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. The patient expressed symptoms of burning with urination, frequency, hesitancy, hematuria, and suprapubic pressure. It was reported that the event resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received and reviewed and it was determined that the report of the adverse events were not related to the device, therapy, or procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4) are no longer applicable to the event. (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.